Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during surgery patient experienced hemorrhaging in the right eye, an elevation in intraocular pressure and the intraocular lens (iol) not to stay in alignment. Additional information has been received as there was bleeding in the eye during surgery, they could not get lens in straight, he had high eye pressure. He had additional surgery where they repositioned the lens. The patient had been taking blood thinner prior to surgery. No further information is available at this time.